Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk drive was evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.